Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a yellow image. The reported malfunction occurred during reprocessing. There is no patient involvement in this reported event. No harm reported..

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed as poor color image was observed due to a faulty cable. Based on the investigation results, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a yellow image. The reported malfunction occurred during reprocessing. There is no patient involvement in this reported event. No harm reported.